Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Omsc could not review the manufacturing history (DHR) of the subject device because the subject device was an accessory. This product is compatible with olympus endoscope tjf-260v. However, the user facility attached this product to jf-260v by mistake. The following is described in the "3.3 preparation and inspection of accessories" of the instruction manual of jf-260v and tjf-260v . Only the distal cover (maj-411) can be used with jf-260v. And, only the distal cover (maj-311) can be used with tjf-260v. If used in combination with a wrong distal cover, it may fall off the distal end during the examination. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the subject device dropped into the patient's body. The subject had been attached to jf-260. The user facility retrieved the subject device from the patient's body. The procedure was completed. There was no report of patient injury associated with this event.